Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one empty opened overwrap, one empty folder, and one dispensed strand that pertain to product code w987 were returned for analysis. In order to evaluate the conditions of the sample, the swage and attachment area was noted to be as expected. During the visual inspection, the sutures were examined along the strand and no defects or damage on the suture surface could be observed. The functional test was performed using instron equipment, and the tensile strength was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Related events captured via 2210968-2022-09920 and 2210968-2022-09921.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: could you please clarify if the patient suffered from any signs or consequences due to the issue (burst sutures)? Please provide more details. No patient did not suffer from any consequences, but the surgery was delayed by an additional 30 minutes of ot time. Event related to mw # 2210968-2022-09921. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a neurosurgery procedure on (B)(6) 2022 and suture was used. The strand bursted during suturing so another strand of the same suture and lot was opened and used. After skin closure was almost complete the second strand also burst. A new strand was opened to complete the skin closure. No adverse patient consequences were reported. Additional information was requested.